Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3625, serial# unknown, product type: screening device.

Event description:
Additional information received noted that it was a two week trial.

Event description:
Additional information received reported that during the trial the patient used one of the seven recommended programs but there was no information about which one. The trial was effective and no failures were noted during the trial. The lead was implanted at the s3 location and there weren¿t any difficulties in lead implant.

Manufacturer narrative:
Final analysis of lead model 3889-28 showed stim lead distal end corroded. #0, #1, and #3 conductors corroded at the electrode weld site. #0, #1, and #3 circuits are open.

Event description:
Additional information received reported that all of the impedance readings were high; greater than 4,000. They replaced the implantable neurostimulator (ins) two times at the stage 2 implant, changed pulse width, and the amplitude when testing, but the impedance readings did not resolve. It was clarified that only one ins was used and implantation of the same ins was attempted twice with bad readings. The bad lead was correctly positioned as they saw the blue tip. The lead was removed and replaced.

Event description:
It was reported that the patient had a stage 1 trial. When she came in for the stage 2 implant, there were multiple-bad impedance readings and telemetry issues. The only combination that was in range was case and 2. The patient did not report falling or having any known injuries to the lead or device. A new lead was implanted at the stage 2 implant and the new lead did not have any telemetry or impedance issues. The patient did not have complications due to the event.